Event description:
The caller alleged faded segments on the coaguchek xs display screen. During troubleshooting, it was discovered that the device had darkened segments. No adverse event reported. A request was made for the return of the suspect product.